Event description:
Dealer stated the right motor is leaking grease. Dealer stated there was damaged to the carpeting in the living room. Dealer stated no injuries or issues of abandonment associated with the incident. (B)(4).